Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge door was not opened it happened several times. A field service engineer found that the latch needs to replace to resolve this issue. The service engineer replaced latch to function as normal. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator door was failed to open. The customer reported that the user was unable to retrieve medications to the heart patient and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.